Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: upon inspecting the images provided. Proximal end of the 5mm hex flexible screwdriver was observed, to be broken into 2 pieces. Thus, the reported complaint condition is confirmed. H3, h6: a product investigation was conducted: visual inspection: the 5mm hex flexible screwdriver (p/n: 03.037.028, lot number#: 9298605) was returned and received at us cq. Upon visual inspection, device showed the shaft broke at the first link. The broken shaft was returned. No other issues were observed, on the returned device; dimensional inspection: the shaft diameter was measured and found to be conforming as per relevant drawing; document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. No design issues or discrepancies were identified; investigation conclusion: this complaint was confirmed, for 5mm hex flexible screwdriver (p/n: 03.037.028, lot number#: 9298605). As the shaft has broken at the first link. No definitive root cause could be determined, based on the provided information. There was no indication, that a design or manufacturing issue contributed to the complaint. The potential cause could be, due to unintended forces applied to the device. Based on the investigation findings, it has been determined, that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h6: a device history record (DHR) review was conducted: part: 03.037.028, lot#: 9298605, manufacturing site: hägendorf, release to warehouse date: 27 jan 2015. A manufacturing record evaluation was performed, for the finished device lot number. And no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained, that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j sales representative. Photo investigation: the device was not returned. A photo-investigation was performed on the provided images. Upon inspecting the images provided, proximal end of the 5mm hex flexible screwdriver was observed to be broken into 2 pieces. Thus, the reported complaint condition is confirmed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint condition is being confirmed during photo/video investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. A device history record (DHR) review was conducted: part: 03.037.028, lot: 9298605, manufacturing site: (B)(4). Release to warehouse date: 27 jan 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine inspection, it was noticed that the hexagonal flexible screwdriver was broken. There was no patient involvement. This report is for one (1) 5mm hex flexible screwdriver. This is report 1 of 1 for complaint (B)(4).